Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, asthma (new or worsening) no medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache and asthma. There was no medical intervention required by the patient. The device was returned to the manufacturers product investigation laboratory for investigation. During investigation the manufacturer observed good power supply, ac power cord, heated tube, powered on the device, initiated therapy verifying airflow with heat to the heater plate, heated tube, humidification and tube temperature. Evidence of sound abatement foam degradation was not observed. The manufacturer used a fitt and was not able to confirm the presence of degraded sound abatement foam. The device event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and observed multiple contaminants and address the symptoms specified. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated.